Manufacturer narrative:
On 1/20/2021, the bwi product analysis lab first visually inspected the device and found the hole in the pebax. The product investigation was subsequently completed. Device evaluation details: the device was visually inspected was observed in the pebax a hole and reddish material, helix metals are exposed. Then, magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor feature was tested and it was working properly, the force values were observed within specifications. A manufacturing record evaluation was performed for the finished device [30405049m] number, and no internal actions related to the reported complaint condition were identified. The customer complaint regarding force issue was unable to duplicate during the product investigation however, the blood inside the pebax area found could be related to the reported issue. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
A patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab identified a hole in the pebax with reddish material inside of it and exposed helix metals. The bwi product analysis lab discovered these findings during visual inspection on 1/20/2021. During the procedure, a high force message was displayed on the carto 3 system. The force was normal prior to ablation. This was repeatable in several left atrial locations. The indifferent electrodes were adjusted, ablation cable was exchanged (reprocessed), without resolution. When the catheter was exchanged, the new stsf catheter displayed "104: catheter sensor error" (unrecognized code), as well as electrical noise displayed on ablation channels. The cable was exchanged (with a new, non-reprocessed cable) without resolution. The catheter was exchanged again and the error and noise resolved. The following rf delivery was successful. The case continued and was completed successfully. No patient consequences were reported. The noise issue is not MDR-reportable. The force issue is not MDR-reportable. The catheter sensor error is not MDR-reportable. The hole in the pebax is MDR-reportable.